Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to low out of range pacing impedance measurements. Additionally, inappropriate atrial tachy response (atr) episodes were stored due to oversensed noise on the ra channel. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).